Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 703 mg/dl. Customer also stated that belt clip was damaged. Customer stated that they did not need to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.